Manufacturer narrative:
Follow-up # 1 ¿ (09/17/2014), the patient¿s meter has been returned on 9/3/2014 and evaluated by lifescan product analysis on 9/4/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately erratic while testing with two different test strip lot numbers (3589273 and second lot unknown). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2014 (at 4am) she obtained blood glucose readings of ¿324, 171, 139, 118 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages her diabetes with insulin (no adjustments). According to the csr¿s documentation at about the same time after the alleged meter issue occurred, the patient reportedly consumed more food/drink as self-treatment and approximately 20 minutes later, the patient reportedly developed unspecified symptoms of low blood glucose. However, the patient denied receiving any form of medical intervention after the product issue occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.